Event description:
Customer reported a malfunction alarm identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting the pump, but the malfunction code recurred. Technical support decided to replace the pump and instructed the customer to use manual daily injections as a backup insulin therapy. Customer was guided on returning the faulty pump, and a replacement was arranged after confirming the shipping address.